Event description:
Pt's hearing on the left side became intermittent since (B)(6) 2015.

Manufacturer narrative:
UDI code not available for this device. Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
Patient's hearing on the left side became intermittent from (B)(6) 2015.

Manufacturer narrative:
Based on the complaint info and the MFR's experience with this kind of devices, it is likely that the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. However to confirm a root cause of failure, a device investigation at the explanted device is necessary. So far no info has been received regarding a potential date for explantation surgery. Should additional relevant info be received, a follow up report will be sent. This report is otherwise an initial and final.